Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user was not getting any readings from the flow sensor. There was no flow displayed at all. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) is ordering a replacement flow sensor.